Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that the tip of the guidewire separated within the patient's vessel close to the prostate tissue during a prostate artery embolization (pae) procedure. The physician chose to leave the guidewire tip in the vessel.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. No definitive root cause could be determined however, it is likely that excessive force was applied to the device. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.